Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, high impedance was noted on the rvtip to rvcoil vector. There was no sign of oversensing and the following day the impedance was in range. It was noted that the physician had been using electrocautery during the procedure. The lead remains in use. No patient complications have been reported as a result of this event.